Manufacturer narrative:
This product was made by invacare at either invamex or aquatec and invacare has chosen to file this report utilizing the aquatec cfn/fei registration.

Event description:
Dealer reported that the seat on a 9630-4 commode is cracked.